Event description:
It was reported that the customer experienced a low bg of 43-49mg/dl; cause was unknown. Customer required assistance to consume carbohydrates to address bg level. Additionally, it was reported that the pump software did not accurately adjust the amount of insulin delivered. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.